Event description:
Ten to fifteen pt samples initially generating sodium and potassium results around 200 mmol/l and repeated in the normal range. No specific data was received. Erroneous results were not reported. The field service rep determined there was debris in the syringe valve and cleaned the valve. Performance tests were performed and within specification.